Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced red heart alarms and was symptomatic. The system controller was exchanged with another system controller and the pt returned back to the correct baseline.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. As a participant in the (B)(4), thoratec was granted as of may 17, 2007, an exemption from the 30 day calender reporting requirement in 21 cfr 803.50 for events related to medical devices eligible for inclusion in the (B)(4). Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date. The site who submitted this event is an active (B)(4) member and the associated medical device is included in the (B)(4).